Manufacturer narrative:
(B)(6).

Event description:
User facility reported that a tracheostomy tube partially inflated during the pre-check test. No medical intervention was required and no patient or clinical injury was associated with this occurrence.